Manufacturer narrative:
No conclusion code available; final analysis found an integrated circuit anomaly which resulted in power anomaly.

Event description:
It was reported that the merlin transmitter did not power up. The device was replaced.